Event description:
It was reported that the patient had the vns generator explanted due to "shocking" sensations. The explanted device was returned to the manufacturer and product analysis was performed. Although the reported allegations of ¿pain¿ and ¿painful stimulation" cannot be evaluated in the pa laboratory setting, proper functionality of the pulse generator in its ability to provide appropriate programmed output currents can be verified. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.988 volts as measured during completion of test parameter 7.16.10.2 (measured diagvbat) of the final electrical test, shows a non-ifi condition. The data in the diagaccumconsumed memory locations revealed that 5.668% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Follow-up showed that as of (B)(6) 2014, there were no complaints from the patient. Review of programming history for the explanted generator shows that the generator was programmed on the date of implant ((B)(6) 2013). Impedance was within normal limits on this date.

Manufacturer narrative:
Analysis of programming history.